Event description:
It was reported that the device had continuous flow/not cycling. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Through device analysis the complaint was verified during testing. The root cause was a faulty input manifold o-ring. Replacing the input manifold o-ring fixed the problem. The device has passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.